Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) didn't work due to the way it was positioned. They also developed an infection and had to wait to have the device removed. The device was removed on (B)(6) 2014. Relevant medical history includes non-malignant pain and other chronic/intract pain (trunk/limbs).